Event description:
It was reported the battery compartment of the device was found opened, and the epg (external pulse generator) function had stopped. It was further reported that there was no compromise to the patient as a result of this.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined. Further review prompted a change in the conclusion code. The change is reflected in this report.

Event description:
It was reported the battery compartment of the device was found opened and the epg function had stopped. It was reported there was no compromise to the patient as a result of this.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.